Event description:
Major pump unit(s) involved: blood pump. Additional text: pump failure for < 1 minute due to possible grounding issues. Specific component(s) involved: driveline malfunction. Additional text: possible grounding issue. Other component: causative or contributing factor: no specific contributing cause identified. Other cause: intervention(s): other interventions, specify. Other intervention : replacement of the patient pm cable with a special one. Implant device type: lvad.

Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: driveline malfunction